Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had the mini engine for the propofol failed. A field service engineer used hta to ran a built in test against all pockets and found no failures. Ran test to open each individual pocket that had 4 slots stopping at each slot in tray and there were no issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis anesthesia es system, the mini engine for the propofol failed, indicating a hardware failure, which hindered users from accessing medication for a patient. The customer reported that there was a delay in dispensing medication to the patient. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.